Event description:
It was reported that the patient experiences intermittent stimulation. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. A firmware upgrade was performed and updated to version 9028506-102-00. The ipg remains implanted in the patient and delivering therapy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experiences intermittent stimulation. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. A firmware upgrade was performed and updated to version 9028506-102-00. The ipg remains implanted in the patient and delivering therapy.

Manufacturer narrative:
Correction to the initial MDR in block h6 device codes.